Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07894. Related manufacturer reference number: 2017865-2020-07895. It was reported that the patient presented in clinic for to have their pocket cleaned. Inspection revealed that the pocket was infected due to poor patient care post-implant. The system was explanted. A new system was implanted on (B)(6) 2020. The patient was stable throughout.